Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of peritonitis with culture positive for gram-negative in a patient coincident with extraneal viaflex and dianeal-n pd2 (B)(4) therapies for chronic renal failure. On (B)(6) 2012, the patient experienced peritonitis, manifested by abdominal pain, that resulted in hospitalization on the same day. (B)(6) 2012, the patient began treatment with an unspecified antibiotic (ip, dose and frequency not reported). The cause of the peritonitis was not reported. It was not reported whether remedial therapy was ongoing.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.